Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the back of the pump found on 15-oct-2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Blank display due to misaligned battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, missing display window/cover, end cap broken off, cracked case (battery tube), pillowing keypad overlay, and label damage. Cosmetic damage was confirmed at the back of the pump. Blank display was confirmed due to misaligned battery tube. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The device will be returned for analysis.